Event description:
Notified by bma product complaint of "blood leak" into dialysate, while pt was undergoing dialysis. Reported lab: hemoglobin pre-incident 11.5, post-incident 11.4. The leak was detected immediately as treatment was initiated. The circuit of extracorporeal blood was discarded from the dialyzer and venous line, ebl 170 ml with no adverse effect to the pt. The dialyzer passed leak testing in the reuse prior. Actual dialyzer is not available for evaluation. MDR filed on blood loss volume, however there was no adverse effect to the pt and no medical intervention was required.